Event description:
It was reported that the customer experienced a high blood glucose (bg) event earlier in the day, with the value displayed as "high" but no specific value known. The customer delivered a bolus to address high bg. The cause of the high bg was unknown. The customer was using an autosoft 90's infusion set with novorapid insulin and had the control iq feature turned on. They were advised by customer technical support to consult their healthcare provider and call again for troubleshooting if necessary during an active high blood glucose event, and they acknowledged this instruction.